Event description:
Procedure: median stenotomy and excise of mediastinal tumor. According to the reporter: the surgeon heard a crunching sound when using the instrument and it cut only half-way. A vein was bleeding and significant blood loss occurred during a short time period. The surgeon had to clamp the vein to be able to put sutures. Current status of pt listed as unk.